Event description:
Patient was undergoing laparoscopic cholecysectomy. Prior to clipping the cystic duct the surgeon determined that the clip applier was defective. No other information is known. The device was not used on the patient. A second device was used to complete the procedure. There was no patient harm.